Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the report criteria going forward. Evaluation description: the reported field event of impedance anomaly was verified by programmer printouts. The device was tested on the vench and found the high voltage output circuits damaged. An arc mark was present on the ICD can that contained traces of lead material. The reported field event of high impedance was believed to be caused due to a lead anomaly.

Event description:
It was reported that the hv lead impedance was out of range and shocks were aborted. The device was explanted.